Event description:
It was reported that the patient's device was checked the morning after implant procedure. It was discovered that their right ventricular (rv) lead exhibited increased capture threshold and decreased sensing. Therefore, the physician repositioned the lead on (B)(6) 2021. The patient was in stable condition.